Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The stsf tip had thrombus attached. During the procedure the stsf tip (distal end) had thrombus attached. There was and impedance was rise during ablation, so the catheter was removed from the patient¿s body and a small blood clot was attached. The smart touch sf catheter was changed and the procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, a temperature and an irrigation evaluation of the returned device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smarttouch sf (bidirectional) catheter: no thrombus clot was observed. Temperature test was performed, in accordance with bwi procedures. The product was found working correctly. Also, the irrigation test was performed and no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 30500787m number, and no non-conformances related to the complaint was found during the review. No temperature or irrigation issues to the reported event were found. The instructions for use contain the following recommendations: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. The event described could not be confirmed as the as the product performed without any tenperature or irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30500787m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter. The stsf tip had thrombus attached. During the procedure the stsf tip (distal end) had thrombus attached. There was and impedance was rise during ablation, so the catheter was removed from the patients body and a small blood clot was attached. The smart touch sf catheter was changed and the procedure was completed without patient consequence. The system did not present any error messages and the physician/user see any product problems. There were no issues related to temperature and flow on the catheter. The high impedance is not MDR-reportable. The thrombus is MDR-reportable.